Event description:
International affiliate reports the distal tip of the curved thoracic pedicle finder broke off from the instrument when the surgeon was attempting to locate the pedicle at l5. Vice grips were used to extract the broken tip. The difficulty resulted in a delay of approximately fifteen minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual examination revealed that the pedicle probe fracture was located at the probe¿s distal tip. No other defects or abnormalities were observed during evaluation of product. Although no definitive conclusions can be made as to the cause of tip breakage, scanning electron microscopy analysis found evidence of torsional deformation occurring around the outside of the surface indicating a static torsional fracture at the distal tip of the probe. No material defects or other abnormalities were observed in the analysis. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.